Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about an implantable neurostimulator (ins) implanted for spinal pain. It was reported that the patient's recharger (insr) not charging and would beep every four seconds. They noted that they did feel stimulation now, and said that they normally never turn it off but last night the charge was really low so it was off and when they turned it on they felt like a super large zap, like they had never felt before and it felt like they put their finger in a light socket". The patient said that the stimulation was on now, but the zapping had subsided. They were advised to not turn stim on abruptly, and next time lower stim before turning it on again. No further allegations/complications were reported.